Event description:
Unomedical reference number (B)(4). Event occurred in bahrain, on (B)(6) 2024, the patient' father reported that the infusion set's cannula was bent on the second day of use with blood glucose level of 26 mmol/l. The blood glucose level was high when patient treated with insulin pen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
(B)(6).